Event description:
A report was received stating a patient was re-intubated with a similar tracheostomy tube after seven minutes of use. It was reported that there was a small leak heard after placing the patient on the ventilator. Upon inspection, the tracheostomy tube&#39;s cuff was found not to inflate. The patient was discharged home following successful re-intubation. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The referenced lot's batch records confirm that all manufacturing controls were found acceptable and effective to detect the reported failure. An inflation test is performed for all products. The operator inspects all products for no leaks and segregates the defective parts. All taperguard products have a resting time of 2 hours. Deflation test is performed for all products. The operator inspects for no leaks and segregates the defective parts. Once the part is visually inspected guidelines are to deflate the cuff.

Manufacturer narrative:
(B)(4)